Event description:
International affiliate reports that the conical component of the screw head became disassembled from the screw during device insertion and adjustment using an alignment guide. The screw was removed intra-operatively and replaced with another screw. There were no adverse consequences to the patient and no significant delay.

Manufacturer narrative:
A device evaluation was not possible as the device was not returned for investigation. Per the international affiliate the sample was lost after the surgery. Please conduct the investigation as a no sample return. A device history record (DHR) was not possible because the device lot number is unknown. Without a lot number, a review of manufacturing records cannot be completed. A 12 month review of the complaint trend analysis for the mountaineer f/a screw family product codes 1883-18-308 thru -599 was conducted due to similar geometric design and functionality. No systemic trend was identified as a result of the analysis. We are unable to confirm the reported issue or identify the root cause and there has been no observed systemic trend based on the complaint description. Therefore, the complaint will be closed with no further action required. If the complaint product sample is located and returned for investigation, the complaint file will be re-opened and the product evaluated.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required in the medwatch report. To address this issue, today's date has been entered into the required field. A follow up report will be filed upon receipt of the device and completion of the investigation.